Manufacturer narrative:
(B)(4). The introducer kit instructions recommend filling the balloon with 15 to 20 ml of water or saline (tube placement) and describes proper initial placement with the use of the t-fasteners. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
Same case as 1524740-2011-00017. On (B)(6) 2011, additional information was rec'd that the pt experienced excessive leakage and pain and skin irritation at (stoma) site. The physician was concerned about the skin disc migrating. The complaint was with the molnar disc on the exterior close to the skin. The physician said it appears "to slide pretty easily." On (B)(6) 2010, the physician did "tightening of the molnar disc to the interior abdominal wall" and (B)(6) 2010 physician was "technically successful manipulation of g-tube." The replacement tube was placed on (B)(6) 2010 and was disconnected on (B)(6) 2011. During a conversation with the reporter on (B)(6) 2011, he indicated the amount of fluid normally instilled in the balloon by the doctor was 10ml. On (B)(6) 2011, the reporter confirmed that the events documented in medwatch #1527460-2011-00017 and #1527460-2011-00019 are the same pt, two separate events.